Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm and a 4.6 cm in diameter iliac artery aneurysm. The aortic neck is short, conical and there is thrombus at the distal part. It was reported that there was an iliac dissection caused by guide wire manipulation when introducing another manufacturer's sheath. The physician attempted to access the right hypogastric artery to implant coils to treat a distal type I endoleak, however the wire manipulation was causing the dissection to extend further. It was also noted that the dissection flap caused the right hypogastric artery to appear occluded. A second angiogram showed that the artery was not occluded but the physician was still unable to access the hypogastric artery. The post procedure angiogram showed that there was a slight type ia endoleak and a type ib endoleak. The physician stated that the cause of the event was due to patient anatomy; specifically, the tortuosity of the iliac arteries and a short proximal infrarenal aortic neck sealing zone. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.